Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. PMA/510(k)# & gtin is unknown because the catalog# is unknown. If new information is provided it will be provided in the next report.

Event description:
It was reported that the user was burned.

Event description:
It was reported that the user was burned.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. Gtin: not available since the product is unknown.